Event description:
It was reported that the balloon would not inflate during use in the non-calcified and non-tortuous mid right coronary artery. There was no problem accessing the lesion; however, the balloon would not inflate. No clinically significant delay in the procedure or adverse patient effects were reported. A non-abbott balloon catheter was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the device confirmed a pinhole rupture in the balloon. Scanning electron microscopy analysis found damage on the balloon material indicating that the material likely interacted with the anatomy or associated devices causing the balloon material to rupture under pressure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.